Manufacturer narrative:
This matter is currently involved in litigation, and it is not yet known if additional details will be made available to stryers. Product identifying information (serial number and model number) not provided.

Event description:
It was reported that a patient was being unloaded from an ambulance while strapped to the cot, and the cot missed the safety hook resulting in the cot and patient allegedly being dropped approximately 3 feet to the ground. It was further alleged that during the incident the patient received a left proximal humerus fracture and a brachial plexus injury with radial nerve dysfunction, which required x-rays, surgery and rehabilitation.